Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the communication bus, and the user was unable to recover the drawer. The drawer does not produce a clicking response and immediately displayed a requires maintenance message. The customer attempted to reboot the station and power it off and back on does not resolve the issue, and the drawer remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not detected on bus. A field service engineer upon arrival drawer 4 showing off bus, powered down station reseated all the components for drawer 4 and powered up station. Upon checking recover storage, the only symptom observed was a cubie that had been previously unloaded. The cubie was removed, and all functions were subsequently verified as working normally. The system functioned as intended after the field service engineer repaired the device.